Manufacturer narrative:
The investigation confirmed that an assay result of ¿no result¿ was associated with an incorrect patient sample ID (sid) number on a vitros 5600 integrated system. The assignable cause of the event was determined to be user error due to a typographical error in typing the wrong sid when manually programming the patient sample. The customer understood that the cause of the event was user error and required no further assistance. The vitros 5600 integrated system was operating as programmed and as interned. No instrument malfunction occurred.

Event description:
An investigation determined that an assay result of ¿no result¿ obtained on the vitros 5600 chemistry system for a patient sample was associated with the incorrect patient sample ID (sid) number. The association of test results with the wrong patient and mis-reported from the laboratory may lead to inappropriate physician action with the potential for serious injury or consequences to the patient. A numerical result was not obtained, so no result was mis-reported from the laboratory in this event. However, it cannot be concluded that test results would not be associated with the wrong patient and mis-reported from the laboratory if the event were to recur undetected. This report corresponds to ortho clinical diagnostics inc (ortho).complaint numbers (B)(4).